Event description:
After stent implantation to an internal carotid artery, side unspecified, the patient experienced a decrease in blood pressure below 80 mmhg. The patient was a male. The target lesion was internal carotid artery (side unknown). There was no calcification but mild vessel tortuosity, and 90% stenosis. The patient has history of arteriosclerosis obliterans and aortofemoral bypass (both sides). The physician made access to the patient from the right femoral artery. The stenting procedure was completed without any difficulty. However, after the procedure the patient's systolic blood pressure declined to below 80 mmhg. Noradrenaline and dopamine were given intravenously, and the patient's blood pressure became stable after two days. The patient's blood pressure prior to the procedure was 102/59 mmhg. There were no reported lasting injuries to the patient. The physician commented that the cause of the hypotension is parasympathetic nerve stimulation induced by stenting to carotid artery.

Manufacturer narrative:
After stent implantation to an internal carotid artery, side unspecified, the patient experienced a decrease in blood pressure below 80 mmhg. The patient has history of arteriosclerosis obliterans and aortofemoral bypass (both sides). Baseline b/p is recorded as 102/59 mmhg. This change in hemodynamics was treated with noradrenalin and dopamine IV and the blood pressure stabilized after two days. The stent implantation was completed satisfactorily. The physician states, "the hypotension is due to parasympathetic nerve stimulation induced by stenting of carotid artery". The patient was discharged home and there are no reported lasting injuries. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension is one of the known potential adverse events that may be associated with the use of the precise otw nitinol stent. With the limited amount of information available, it is conceivable that patient and procedural factors may have contributed to the event.